Manufacturer narrative:
A beckman coulter field service engineer was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse as troubleshooting measure swapped known good sample probe and syringe from another analyzer, however it did not resolve the issue. Upon further troubleshooting the fse determined multiple hardware (ise solenoid and 3-way valve) had malfunctioned. The fse replaced the ise solenoid valve, and 3-way valve which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reported phone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported elevated sodium (na), potassium (k), chloride (cl) patient results on the ise (ion selective electrode) unit of the au5800 clinical chemistry analyzer. The customer did not provide patient data or demographics, and number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.